Manufacturer narrative:
Concomitant medical products: product ID ddbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right atrial (ra) lead which was detected as atrial tachycardia (at)/atrial fibrillation (af). The noise was able to be reproduced. The patient will follow up with their physician. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.